Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification of the complaint device reveals no anomalies on the distal tip of the device. The surfaces of the inner blade and out sleeve look intact. When the inner shaft was examined, the middle section of the shaft showed multiple friction marks and slight damage, indicates excessive friction and indicates that the device might have hit a hard surface, which could lead to metal shavings as reported. This complaint can be confirmed. A batch review was not conducted as the batch number is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Blade started shedding metal particulate. Blade replaced with burr. Seven minutes delay, no adverse event. Patient active, with osteoarthritis. Additional info: 11-22-2016 shavings were removed using another full radius shaver blade.